Event description:
It was reported that multiple episodes of non-sustained rv oversensing due to myopotential oversensing were observed since implant. The oversensing was reproducible with provocative testing. Programming changes were made and no oversensing was seen with testing. There were no adverse consequences to the patient.